Event description:
Reportedly a 7000tfx, 25mm valve was implanted but didn't fit. The valve was too big so the surgeon ended up implanting a 23mm 3000tfx (upside down). (B) (4) does not know if the device is available for return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Sizing issue. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Same case as mfg. 2134265-2010-01736, 2134265-2010-01708, 2134265-2010-01710, and 2134265-2010-01711. It was reported that during an in stent restenosis treatment procedure, a balloon catheter stuck to a guide wire. The 25cm lesion was located in the superficial femoral artery. The original lesion details are unknown. Three wallstents implanted at an unspecified date were found to be 100% restenosed. A thruway .014" 300cm short taper/straight guide wire was advanced to the lesion and unable to "pass through" the distal section of the stenosis. A sterling es 2.5x40mm balloon catheter was advanced on the thruway guide wire and became stuck. The balloon was not inflated. The balloon "prolapsed and kinked." The guide wire and the balloon catheter were removed together. The 3 restenosed wallstents were treated with another of the same guide wire and balloon catheter. No further patient injuries or complications were reported. The patient's status is reported as "ok."

Event description:
It was learned through a related event that the device was explanted after an implant duration of approximately 9.83 months, due to endocarditis. Information learned from operative report received on 05/06/2010 from the health-care provider.

Manufacturer narrative:
Requests for the device were made on 04/29/10 when the complaint was reported. The sales representative indicated that he did not know if the device was available for return. Two e-mail requests for the device were sent to the sales representative on 4/30/10 and 6/05/10 to no response.